Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg is no longer functioning and the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The patient's system is no longer functioning. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.